Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to the suture sleeve impression. The cause of the reported event was isolated to the exposure of outer coil in the abrasion region.

Event description:
It was reported that right atrial (ra) and right ventricular (rv) leads exhibited noise with over-sensing. Both leads were explained and replaced. The patient recovered and was discharged.